Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and was unable to confirm the reported issue. Fss checked all connections, verified all software versions as well as ran check disk on the unit and found no errors or issues. Fss completed system checkout and verified all modes of operation and all calibrations. The unit passed and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that the screen on whitestar signature system went blank, turned blue and had a malfunction warning and that it had to be shut down. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.